Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The inspiratory flow valve was calibrated and returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for high positive end expiratory pressure. There was no report of patient involvement.